Manufacturer narrative:
Additional information: corrected data: common name, product code: dqx. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One roadrunner uniglide 260 with no lot number was returned for investigation. The coating is missing at 187.5cm to 219.8cm from the proximal end. A wrinkle in the coating is noted at 220.7cm and ends at 221.2cm. A portion of the jacket is hanging off the wire guide at 244.5cm and is 11.0cm in length. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The IFU states ¿do not use dry gauze as this may damage the wire surface resulting in increased resistance when the wire is reinserted into the device. Use of alcohol, antiseptic or other solvents must be avoided, because they may adversely affect the surface of the hydrophilic wire guide.¿ based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
An unknown wire guide was used in a lower extremity angiogram. It was reported that the wire was advanced to the popliteal artery when resistance was met. The physician then pulled back. As the wire was withdrawn from the patient, there was a section of the wire where the coating had "peeled down"," yet still attached, revealing only the mandril. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.